Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant is estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a chronic totally occluded , de novo lesion with mild tortuosity and moderate calcification in the mid left anterior descending (lad) coronary artery. The xience xpedition stent was implanted from the proximal bifurcation to mid lad with post dilatation performed. After one week, stenting was planned for the left circumflex (lcx) using a non-abbott stent; however, the vessel being heavily diseased, the lesion could not be crossed. The device was withdrawn without being deployed. When it was being withdrawn, there was resistance and the stent got hung up with the proximal end of the xience xpedition implant and dislodged. A snare device was used to retrieve the dislodged stent, but after the device was withdrawn a metal piece was noted to be hanging from the proximal end of the xience xpedition stent implant to the aorta of the patient. The xience xpedition was covered and also the left main ostium completely with a stent and post dilatation at high pressure, but the metal piece still hangs up to the aorta of the patient. The patient was put on medication and patient is stable. There are no plans as of now to remove the metal piece as it will required a complex open heart procedure. There was a delay in the procedure; however, it was not reported to be clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine of the procedure was received and reviewed by the abbott vascular chief medical officer. The reviewer concluded that the stripped non-abbott stent was due to placing the left circumflex (lcx) coronary guidewire through the struts of the previously-placed xience xpedition in the proximal left anterior descending (lad). In trying to retrieve the stent, it seems the stent caught up on the struts of the xpedition stent and pulled the proximal struts out into the left main and the aorta. The lad and left main (lm) seem to have been stented to trap the pulled-out struts behind and against the vessel wall. No loss of flow in either the lad or lcx during the procedure. Would recommend indefinite dual antiplatelet therapy duration in this patient if the stent is not removed surgically. Agree that surgery for this complication would be high risk for the gain, but the lifetime risk of thrombosis of the stent strut fragment is unknown, although unlikely. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.